Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that leak occurred from the expiratory limb of an rt345 breathing circuit after two days of use and that a pinhole was found in the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation and was visually inspected. Results: a hole was found in the evaqua limb about 260 mm from the patient end connector. A lot check revealed no other complaints for the lot number provided. Conclusion: based on the nature of the damage, it is likely that the evaqua expiratory limb was punctured with a blunt object. The hospital has confirmed that the breathing circuit was in use for two days before the leak was detected, which suggests that the damage occurred during use. All rt345 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp or blunt objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.